Event description:
Account alleged when head up pushed, only leg would raise.

Manufacturer narrative:
Technician took apart solenoid cleaned, rotated both o rings, problem fixed. Bed working fine. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.